Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal fortum (1g daily; duration not reported) and intraperitoneal vancomycin (1g every fifth day; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is not recovering. No additional information is available.